Event description:
It was reported that pump displayed malfunction code malf 0 and was not resettable, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a warranty replacement pump, confirmed shipping address, instructed customer to place pump in storage mode before return, and advised customer to re-enter pump settings and reconnect continuous glucose monitor once replacement was received.